Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, a review of cgm history showed cs 206 cgm transmitter out of range warnings and cs 215 call service alarms. Further testing was unable to adequately investigated. The pump was unable to pair with a test transmitter due a cs 215 cgm failure. Unrelated to the complaint, there was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due a display lens leak. The pump¿s cover was removed and further moisture was found to the printed circuit board and cgm module. This report includes product analysis results from animas (B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon appeared in place of cgm readings for less than three hours while the cgm was in range . There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
This report was inadvertently submitted against the vibe. The correct report against the transmitter was submitted under (B)(4).